Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the tower door was failed. A field service engineer (fse) guided the customer through unlocking the tower to access the release lever, opened all doors and forced them to fail, then had the customer recover all doors to fix the ghost-called door. The system functioned as intended after the field service engineer assisted the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, had tower door failure and unable to recover storage space. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.